Event description:
It was reported that the footswitch failed to halt ablation. During an ablation procedure with a maestro 4000 system, the physician released the pressure on the foot pedal but the rf session did not stop as expected. The ablation stopped was using the rf power control button on the remote control. The procedure was completed using this device and no patient complications occurred.